Manufacturer narrative:
An event of mild pericardial effusion was reported. There are multiple risk factors for pericardial effusion, including anticoagulation status of the patient, maneuvering of the guidewire or sheaths within the heart, the trans-septal puncture, or the stabilizing wires on the plug puncturing the laa. Information from the field indicated that the patient did not experience any symptoms or hemodynamic changes. Abbott requested additional information for patient's act level but this was not provided by the field. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was successfully implanted. 24 hours post procedure, a mild pericardial effusion was noted via transthoracic echocardiogram. The patient did not experience any symptoms or hemodynamic changes. The device remains implanted and stable in the left atrial appendage. The patient was reported as stable.